Manufacturer narrative:
Qn#(B)(4). The reported complaint of "possible helium loss 3 alarm" was not able to be confirmed as no part or recorder strip was returned for investigation. No service updates have been received at the time of this report. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that the user called "for help troubleshooting multiple gas alarms. She said that the patient has been there on the unit for several hours, and came from the cath lab. She said that the patient is stable. The pump is running in autopilot, in a 1:1 assist ratio, and therapy appears to be good. She said that there had been no issues up until several purge failure alarms occurred. She has attempted to restart the pump with each, and it will run for a very short period of time and then alarm again. She said that there has also been a possible helium loss 3 alarm. The pump alarmed while I was speaking with her, and it was possible helium loss. I confirmed that there is no blood in the gas tubing, and apparent loose connections. I had her check the connection at the quick connect and the gas connector where it plugs into the pump. I had her remove the gas connector and inspect the o-rings. She said that they appear intact. I had her reconnect the gas connector and resume pumping. The pump again alarmed for a purge failure. I explained to her that they should get another pump to exchange for this one. She then said that she would call perfusion to bring them another pump". The pump was exchanged. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the user called "for help troubleshooting multiple gas alarms. She said that the patient has been there on the unit for several hours, and came from the cath lab. She said that the patient is stable. The pump is running in autopilot, in a 1:1 assist ratio, and therapy appears to be good. She said that there had been no issues up until several purge failure alarms occurred. She has attempted to restart the pump with each, and it will run for a very short period of time and then alarm again. She said that there has also been a possible helium loss 3 alarm. The pump alarmed while I was speaking with her, and it was possible helium loss. I confirmed that there is no blood in the gas tubing, and apparent loose connections. I had her check the connection at the quick connect and the gas connector where it plugs into the pump. I had her remove the gas connector and inspect the o-rings. She said that they appear intact. I had her reconnect the gas connector and resume pumping. The pump again alarmed for a purge failure. I explained to her that they should get another pump to exchange for this one. She then said that she would call perfusion to bring them another pump". The pump was exchanged. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).